Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. Allegedly, the doctor was performing a turp procedure and during the procedure the doctor noticed the plastic hub separated from the proximal end of the outer sheath and a small piece of metal broke off the proximal end of the inner sheath and was floating in the pt's bladder; doctor immediately removed the piece. Procedure was completed and there was no serious injury to the pt.

Manufacturer narrative:
Evaluation of the instrument confirmed that the plastic hub separated from the proximal end of the outer sheath and a small piece of metal broke off the proximal end of the inner sheath. The instrument was in use for approximately 7 years; we believe damage is due to wear of use and stress overload.